Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye because the patient could not tolerate the lens power. The replacement lens was zmb00u0210. Follow-up indicated that the patient's visual outcome is 20/50. The patient is satisfied with the reported replacement lens of model zmb00u0210. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/24/2015. The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned lens sample showed the lens was cut in half, most probably to make the explant possible. The complaint for unexpected postop refraction could not be confirmed. No further investigation was possible due to the condition of the returned lens. The manufacturing records were reviewed. The production order was released per sterilization batch (B)(6)-2013. There were no non conformances with respect to the final product release or the sterilization process. The production order was not produced under deviation. There were no process and/or material changes within the production order. The complaint related associated test is the optical measurement performed at final inspection where the in-line optical inspection data showed that the lens was within power specification. Results of environmental control showed that there were no complaint related non conformances within the timeframe the production order was manufactured. There were no associated nonconformity materials reports. A search on complaints revealed that no other complaints for this production order were received to date. No deviations or assignable cause was identified for the complaint reported when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. Corrected data: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.